Manufacturer narrative:
Product event summary: the distal portion of the lead was returned, analyzed, and the outer insulation of the lead developed a breach due to metal ion oxidation while in vivo. The outer insulation of the lead was observed to have blood ingression. The analyst noted a distal part of the lead was returned with a lead removal wire in the lead. There is metal ion oxidation on the outer insulation at is beached in vivo at 83.5 cm. There is blood in the outer insulation at various locations. Concomitant medical product: product ID dtba1d1 ICD implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
The left ventricular (lv) lead was returned to the manufacturer after being explanted electively by the physician. The lead was analyzed and tested out of specification. No patient complications have been reported as a result of this event.